Event description:
It was reported when using the bd pyxis medstation system the drawer 2 was not detected on bus. The customer stated that the malfunction occurred while user trying to issue medication and caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on bus. The field service engineer reseated the matrix drawer cable to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.